Event description:
The customer's wife stated that the customer was experiencing high blood glucose. The reported blood glucose reading was 256 mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.